Manufacturer narrative:
The cartridge was not returned to animas. A reserved sample was tested and evaluated by product analysis on 02/25/2014 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. No air bubbles were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: three sets of tubing had slits in them, but no leaking was noted: there appeared to be air bubbles in the tubing and cartridge. Reporter is cycling the cartridge and pressurizing the vial of insulin per IFU and filling the cartridge to 1.0, but is not removing the air from the cartridge prior to connecting to the tubing. The issue caused blood glucose (bg) excursions of 583 mg/dl today, with symptoms of extreme thirst, uncontrollable behavior, and small amounts of ketones. The reporter treated by changing the cartridge and tubing and providing 10% of daily insulin via injection per the health care provider (hcp) recommendation. Reporter was instructed to follow up with hcp for bg management and alternate site locations if needed. This complaint is being reported based on the patient experiencing hyperglycemia related to user error in filling the cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error in filling cartridges should be considered.